Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the gas system continued to flow gas although the flow rate was zero. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.